Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. No anomalies were found. Concomitant medical products continued: 4193 implantable pacing lead: (B)(6) 2006. 4076 implantable pacing lead: (B)(6) 2006. (B)(4).

Event description:
It was reported that during a lead revision, physician turned off therapies and pocket manipulation resulted in noise. A device header issue was suspected. As a result, the device was replaced with a new device. There was no further patient complications reported as a result of this event.